Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total joint procedure, when closing while doing a running suturing technique at the end of the case, the thread broke. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total joint procedure, when closing while doing a running suturing technique at the end of the case, the thread broke. A different suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
The previous supplemental submitted on august 28, 2018 was initiated with new information received (B)(6) 2018 however the aware date of new information was never changed from (B)(6) 2018 to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.